Event description:
It was reported to medtronic minimed that the customer experienced a power error detected issue and noticed a crack in the case of the pump. The pump was not delivering insulin, and the pump was unable to charge. The customer reported no adverse event. The event involved product(s) mmt-1780k. Troubleshooting was performed. The customer reported that the pump had a crack on the left side near the battery. The customer was advised to discontinue use of the pump, revert to their backup plan per healthcare provider instructions. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No delivery anomalies or insulin flow blocked alarms noted during testing. Constant pump error 68, pump error 49 and pump error 23 alarms after battery changes and unit received with high sleep current measurement due to severe corrosion on electronic board stack. Pump error 75 alarmed during selftest and pump trace download analysis confirmed the pump alarmed power error 25 due to severe corrosion on electronic board stack. Unit received with cracked battery tube area. Unit received with moisture damage on motor assembly and moisture damage on force sensor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.